Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. Information was reported that the caller stated the patient will check the ins level and it will show 90%, he uses the therapy for 10-12 hours and it still shows 90%. It was confirmed the caller is looking at the correct icon. The patient also stated that he recharges for 1 hour per day, but the recharge diary shows recharge sessions of only 14+ minutes. The caller stated that he is watching the screen for the entire duration and is charging for a full hour. The caller then stated that he did not get any alerts that the time may be incorrect. The patient is on high density (hd) programming around 5ma, 1000hz, 200us. The caller checked the impedances and has some that show avoid: 4, 5, 6, 10, 11, and 12. The patient is currently programmed on 0<(>&<)>1 and 10<(>&<)>11. 0 <(>&<)>1 shows 730 ohms, 10<(>&<)>11 shows 570 ohms. The caller read off additional values around 500 to 900. A few were only in the low 100s (170, 180, etc). It was reviewed that low impedances drain a battery slower than high impedances with a constant current system. The energy usage shows 2.5 days. When the caller looked at the recharge diary,the patient charges from 60-70% to 100% daily. The patient is on hd settings, but previously felt tingling when he laid down. Since cycling was added he no longer feels that sensation, but does report getting symptoms relief. The caller increased the patient to 16ma today before the patient was feeling any sensation, he then turned off cycling and the patient did not feel it until 18ma. It was reviewed with hd setting the patient does not need to feel stimulation, they just need to have symptom relief. The caller added that the patient had mechanical pain (the implant is not to treat that, it is to treat neuropathic pain and he is getting relief from that). The patient will continue to work with his doctor. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the low impedances and the recharging diary/actual recharging time discrepancies were unknown. The rep and patient agreed to leave the settings the same and the issues were somewhat resolved. No further complications were reported.